Manufacturer narrative:
Analysis summary: it was noted at analysis that the stylus and the cursor did not align and the xy printed circuit board/overlay cable connector was cleaned and reseated to resolve and the stylus/overlay was then able to be calibrated using the 25-point method. It was additionally noted that the power cord bay was broken and it was replaced. The hard drive was reconfigured and the software was reloaded and updated. The device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.